Manufacturer narrative:
The customer reported issue was not confirmed. The device passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 09/09/2019 to 9/10/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the dose request cord receptacle was not working. It was reported there was no patient involvement.